Manufacturer narrative:
Sc-1132 sn (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had a charging issues. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient had a charging issues. The patient underwent an ipg replacement procedure.